Manufacturer narrative:
Additional product code hsz gfa gff. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent an unknown surgery in the beginning of (B)(6) 2020. During the surgery, the drill bit broke. The surgeon completed the surgery with another drill bit. There was no adverse event to the patient. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: visual inspection confirmed that a portion of the drill bit is broken off. The broken off part still remains in the patient and was not returned for investigation. The remaining cutting edges are worn, and the shaft presents signs of use. Dimensional inspection: dimensional inspection cannot be performed due to the damage incurred. Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the complaint condition is confirmed as the tip of the drill bit is broken off. Considering the age and the appearance of this device ¿ the drill bit is more than 20 years old - the damage appears to be the result of repeated use and wear over the life of this reusable device. Per se_023827 depuy synthes "important information" rev. Al: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (e.g. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. DHR not available as device is older than 20 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which was in place till august 2014. Based on the sap the last lot number (2213) was entered in march 2001. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that the broken pieces of the drill bit were left in the patient.